Event description:
A resident was being transferred from his bed in a lift to the bathroom. Half way through the transfer, the actuator broke just above the motor. The facility said that it looked like it had twisted. The resident had a small cut on their head.

Manufacturer narrative:
Based on our conversation with facility representative, it appears that the actuator twisted and broke as described. This report is delayed because we were waiting for an official written report by the facility. After many requests, we are filing this report without an official written report from the facility. Based on our service records, the lift mast was replaced back in 2006 due to lateral pressure being placed on the boom and or mast. It is likely that this pressure and/or subsequent lateral pressure caused the actuator shaft to weaken and eventually break. Medcare places warnings in several places on our lift that lateral pressure on the boom, actuator or mast can damage the equipment and can lead to injuries to the care giver or patient.